Event description:
Routine complaint investigation when a consumer reported imprecise back to back readings from pt's precision qid blood glucsoe monitor. The values, when plotted on a clarke error grid fell into the "e" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with the event.